Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited loss of capture, high impedance and low sensing; the lead was fractured. The lead was capped and replaced during routine device change out procedure. The patient's condition was fine post procedure, there were no complications.